Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anastomosis proximal radial vein. A 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. The balloon was inflated two times at 4 and 6 atmospheres (atm), however, during second inflation at 6 atm, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.